Event description:
Caller reported a neonate patient was tested on aviva system 1 twice at 8:05 am, results were 26 mg/dl and 35 mg/dl. Caller states that at 8:15 am, a heel stick sample was obtained by lab. Caller states the heel stick sample was tested on aviva system 2, result was 49 mg/dl. Caller states that the same heel stick sample was analyzed in lab, result was 50 mg/dl. Caller states that the same vial of strips were used to perform all meter tests. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).